Manufacturer narrative:
Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory the returned components underwent a thorough analysis. The cylinders were microscopically examined and both cylinders presented wear at folds in the proximal, middle, and distal parts of the cylinder. One of the cylinders presented a hole in the corner of the fold at the proximal portion. A fluid leak was identified at the proximal end as well. The same cylinder had broken fabric threads from wear in the middle of the cylinder. The pump was microscopically inspected, and leak tested. The kink resistant tubing (krt) was identified to be worn to the filament, and the outer layer of the pump bulb was worn from wear against the pump strain relief junction. The pump did pass the leak testing. Based on the information available, the reported allegations were confirmed.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working as intended. Two weeks later, the patient underwent surgical intervention to replace the device, and the physician found the left cylinder had a hole. The reservoir remained implanted, but all other components were replaced. There were no patient complications reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working as intended. Two weeks later, the patient underwent surgical intervention to replace the device, and the physician found the left cylinder had a hole. The reservoir remained implanted, but all other components were replaced. There were no patient complications reported.